Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. During troubleshooting with tandem technical support the lower portion of the screen was unresponsive. Customer had elevated blood glucose (bg)levels (344 mg/dl). Contact stated elevated bg's are due to the customer not delivering a bolus for a snack they ate. Customer delivered a correction bolus to stabilize bg levels. Contact indicted the customer will continue to use the pump and has back up manual injections if needed for insulin therapy.